Manufacturer narrative:
Date sent to the FDA: 03/10/2021. Additional h6 component code: g07002 ¿ conforming device. Additional h-3 summary: visual analysis of the returned sample determined that one opened sample double armed of product code 8833 was received for evaluation, the swage and attachment area of two needles were noted to be as expected, the edge of the barrel hole could be observed with marks that appears to be by use of the surgical instrument. The ends of the suture were noted with damaged caused by use of a surgical instrument. The condition of the sample received indicate an improper handling of the device. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Representative samples: two sealed boxes (36ea) and twenty-one samples of product code 8833 were received for evaluation. Visual inspection of unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed using an instron and the pull force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device batch qebadz, xn8833h16 and no non-conformances were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown procedure in 2021 and the suture was used. Intra-op, the needle comes off the thread. There were no patient consequences reported.